Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 1/06/2016 with the following findings: a review of the pump black box data shows no evidence of a "no power" event. Unrelated to the initial complaint, during visual inspection of the pump, it was observed that the display lens was cracked in the lower third section. The pump powered with the returned battery cap to a blank display. Within three minutes the pump alarmed with an audible tone and a vibration alert per normal operation. The pump case was removed and the display screen was cracked in multiple places; a test display was installed and was fully illuminated. The "no power" complaint due was unable to be adequately investigated due to an inability to run 24-hr basal program. Also unrelated to the initial complaint, the battery cap was able to be fully tightened however the battery cap had damaged threads and the battery compartment was cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.